Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer remotely dialed into the station, detected pockets, reset one missing pocket, guided pharmacy to move an empty pocket to the failed slot, reinserted, and recovered the failure. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure and device were not detected on bus. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.